Manufacturer narrative:
Date of event/therapy date were sometime in (B)(6) 2018. The lot number involved in the event was unknown, but there are two suspect lots being investigated, lots s17l08074 and s17k22052. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the homechoice cassette during set up of peritoneal dialysis therapy. The leak was noted from the back edge of the translucent diaphragm away from the tubing, at the bottom ¿where the diaphragm and the frame met¿. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. The lot number involved in the event was unknown, but there are two suspect lots being investigated, lots s17l08074 and s17k22052. A batch review was conducted for each lot and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.